Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had shut off three times and alarmed replace battery now and had blank display. Customer was assisted with blank display troubleshooting. Customer's blood glucose was 230mg/dl at the time of the incident. The display returned with new batteries inserted. Customer stated that insulin pump alarmed failed battery and power loss. Insulin pump passed self-test and power loss alarm was cleared. The insulin pump's history was checked there were multiple battery alarms: low battery, replace battery, replace battery now, battery failed. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.